Manufacturer narrative:
Qn#(B)(4). The customer returned one single-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. The distal end of the catheter body appeared intentionally trimmed. Visual examination confirmed the luer hub was separated from the lumen. Remnants of the extrusion remained in the hub. The extension line contained no signs of stretching or undue force. The catheter body was cut to 16.14" which indicates at least 6.61" were trimmed and not returned per product drawing. The inner diameter of the extension line measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the extension line measured to be 0.097" which is within specifications of 0.093-0.097" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The luer hub was fully separated and remnants of the extrusion remained within the hub. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, manufacturing likely caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The complaint is reported as: nurses were rolling the patient and the line was tugged, the hub came off the extension line. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: nurses were rolling the patient and the line was tugged, the hub came off the extension line. No patient injury or complication reported. The patient's condition is reported as fine.